Event description:
Customer reported experiencing a past high blood glucose event due to unknown causes, with several empty cartridge alarms while using the insulin pump. Highest blood glucose level was unspecified, recorded as "high," resulting in sickness including vomiting and lethargy, and ketones were present. Customer's mother assisted by providing a manual injection, resolving the event, and technical support advised consulting with healthcare provider to discuss blood glucose issues.